Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered accumulation of fluid in drip tray under reagent probes a & b. The fse also noted that there was a slow drip of fluid from both probes once the instrument went to standby. The fse proceeded to replace reagent probe a/b valve and the cartridge chemistry (cc) reagent syringe assembly to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is unknown as the fse replaced multiple parts to resolve the issue. (B)(4).

Event description:
The customer reported obtaining cuvette not dry errors and noticed a drop of fluid formed on one of the wash vacuum probes of the unicel dxc 600 synchron system. The customer stated that the fluid was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.